Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the vibration option on their insulin pump was non-functional; the device also made a humming noise. The patient's blood glucose at the time of incident was 250 mg/dl to 260 mg/dl. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. A self test was performed and the pump failed to vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. Device was monitored and functioning properly noted. No audio/beep anomaly or no humming noise during testing. Vibrator functioning properly during testing. No vibrator anomaly. Device received with minor scratched display window and cracked reservoir tube lip.